Event description:
It was reported that patient needs to charge the implantable pulse generator (ipg) longer than expected. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was kept at the facility.